Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp., so the exact cause of the reported event could not be conclusively determined at this time. As a result of confirming the subject device by a field service at the user facility, there was a crack on the packing. For one week before this event occurred, the user facility had used the subject device without applying lubricant silicone oil to the check valve and the packing. If it is not applied, it may damage the device and affect the valve function. Since the lot number of the subject device could not be identified, the manufacturing record could not be reviewed.

Event description:
Olympus medical systems corp. (Omsc) performed a MDR retrospective review and found that this report was required. During an endoscopic submucosal dissection procedure, the gas/water valve: maj-521 was attached to the endoscope and carbon dioxide was supplied to the stomach of the patient. After conducting markings around a lesion, the carbon dioxide to the stomach was not stopped and the gastric mucosa in the markings was split. Though there was a minor bleeding, the region, where the mucosa was split, was originally planned to be incised, so the procedure was completed with decompression.